Event description:
When the patient returned to the ward, the unit was not plugged in the main. The report suggests that there was not enough warning time between low battery and battery empty alarms. The report suggests that when the infusion stopped the patient became unstable with a drop in blood pressure. Once the pump was plugged back in the main and the infusion restarted, the patient's condition stabilized.

Manufacturer narrative:
Based on further review of the event logs and battery logs, the reported event is believed to be the result of a software over estimation of battery capacity leading to the missed battery alarms.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
When the patient returned to the ward, the unit was not plugged in the main. The report suggests that there was not enough warning time between low battery and battery empty alarms. The report suggests that when the infusion stopped the patient became unstable with a drop in blood pressure. Once the pump was plugged back in the main and the infusion restarted, the patient's condition stabilized.

Manufacturer narrative:
The customer¿s report of inadequate warning on battery low status was confirmed. The pcu event and battery logs identified that the pcu had triggered a battery discharged message (¿all channels stopped. To silence alarm and restart channels, plug in power cord, or press system off¿) at 21:42:27 which corresponded to a lb3 (low battery event 3) recorded in the battery log. The infusions running on the 4 pump modules were automatically paused and after a further 18 seconds the user connected the ac power to the pcu and restarted the infusions. The event log identified that prior to the battery discharge message no previous battery warning messages (battery low and battery very low) were recorded. Internal inspection performed on the pcu and pump modules did not identify any fluid ingress, damage or deficiencies. The pcu and pump modules were tested with correct operation, alarm conditions and in specification. Manual battery conditioning was performed and battery low, battery very low and battery discharged were activated and recorded in the pcu event log; the battery capacity was corrected and recorded in the pump memory. The root cause of the customer¿s experience is incorrect battery maintenance.

Event description:
When the patient returned to the ward, the unit was not plugged in the main. The report suggests that there was not enough warning time between low battery and battery empty alarms. The report suggests that when the infusion stopped the patient became unstable with a drop in blood pressure. Once the pump was plugged back in the main and the infusion restarted, the patient's condition stabilized.